Event description:
During a follow up phone call by product surveillance to the home patient (hp)'s wife on (B)(6) 2010 regarding the air in line, it was revealed that the supplies were setup incorrectly. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for air in line was not confirmed in the lab due to a lack of sample. The root cause of the complaint is not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the line was filled with air while on the homechoice (hc) machine initial drain. The technical service representative (tsr) explained and advised home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.